Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the reported condition was confirmed. The bearings in this attachment were worn and corroded which is consistent with improper cleaning. These conditions are very likely to cause increased temperatures while running. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "overheating". The device was being used in surgery. There was no reported patient or user injuries. There was no additional information provided.